Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/21/2015. The fse found that solenoids for valves vl58 and vl59 were not working . The fse replaced the solenoids, which repaired the failing startup. The repairs were verified by the customer. (B)(6).

Event description:
While troubleshooting a leak in the coulter hmx analyzer with autoloader the field service engineer found the differential results were failing during startup of the instrument. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.